Event description:
Home patient (hp) repports difficulty priming patient line of apd set, hp uses 2 12 ft. Extension sets for patient end with homechoice set. Hp was able to prime lines after 3-4 reprime attempts. Per rn, no patient injury or medical intervention was required as a result of incident.